Event description:
The tubing separated from the mask or cuff that goes to the carina, leaving a foreign object in the pt's airway. That was removed easily and there was no harm to the pt. The device is being returned to the MFR.